Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The information provided indicates the lv laceration may have been caused by a combination of the issues with wire positioning and possibly the nose code of the delivery system pressing against the lv wall. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case an lv laceration occurred during the implant of the 29mm sapien 3 valve. There were difficulties placing the amplatz wire in the lv and this required reposition of it a few times before inserting the delivery system through the esheath. When the thv valve crossed the native valve the amplatz wire changed position and was wrapped around the pap muscle and cords, creating severe mr which in turn caused a significant loss in pressure. The valve was deployed without pacing as the pressures were already very low. Following valve deployment, the pressures did not rise and CPR was initiated. An echocardiogram was performed which demonstrated a new pericardial effusion. A pericardiocentesis was performed and a significant amount of blood was collected, multiple units of blood were given. The effusion kept accumulating, the patient was put on ECMO and conversion to open heart was performed. An lv laceration of the posterior wall was repaired with stitches, pledgets, and pericardial patches. This was believed to have been caused by a combination of the wire position not being optimal and the nose cone pushing it inside the lv wall during valve deployment. The implanted valve was not intervened during surgery. The patient ended up going back to the or later that day because of a new pericardial effusion seen on echo. The patches previously sown were still oozing blood, therefore a third was sown on top of the previous ones. A hematoma also had formed in front of the right atrium which was removed. Patient is doing well and recovering. No further actions are planned.